Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins ¿turned over on the inside¿ which caused a return of symptoms ¿about 2 months ago.¿ the patient stated they went to a healthcare provider and they ¿did testing and said ¿I¿m not picking up all of the leads¿ and decided at that point that the leads needed to be adjusted.¿ it was reported that a revision occurred on (B)(6)2018. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.